Event description:
At initiation of hemodialysis treatment patient complaint of ear pain. A section of air was observed in the blood tubing post venous chamber which did not activate the machine air detect alarm. Air was cleared from the circuit and treatment was re-initiated. Patient then complained of chest pain and was transported to ER where an air emboli was confirmed. All bloodline connections were chekced and found to be tight and secure. One additional similar incident is reported, however no patient injury or medical intervention is reported in this event. Air was cleared from the circuit and treatment was completed using the same blood tubing set. Subsequently the baxter aurora machines in use were upgraded with more sensitive air detect sensors. Medisystems files this MDR for the bloodline as a concomitant product. User facility filed MDR's for the baxter aurora hemodialysis machines as the machines did not properly alarm for air in the extracorporeal circuit.